Event description:
It was reported that a user of the ilet experienced elevated blood glucose after a supply change, for which customer support advised changing the cartridge and infusion set; following this action, the user¿s blood glucose trended downward. Symptoms included high blood glucose with a value of 338 mg/dl followed by a downward trend in glucose. Outcomes included no injury and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed an unclear cause. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution after infusion set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.